Manufacturer narrative:
Batch review performed on 08 february 2021: lot 175438: (B)(4) items manufactured and released on 23-nov-2017. Expiration date: 2022-11-17. No anomalies found related to the problem. To date, all the items of the same lot have been already sold without any similar reported event. Another device involved: batch review performed on 08 february 2021: liner: mpact 01.32.3644hct flat pe hc liner ø36/e (k103721)lot. 182613: (B)(4) items manufactured and released on 18-jul-2018. Expiration date: 2023-07-03. No anomalies found related to the problem. To date, (B)(4) items of the same lot have been already sold without any similar reported event.

Event description:
Revision surgery 2 years and 3 months after primary due to a dislocation of the head from the liner. The cause of the dislocation is unknown. The surgeon revised the head and liner and the surgery was completed successfully.